Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported via a spirit trial that after implant of a 2.5 x 28 mm xience v stent in the left anterior descending artery (lad), a dissection was noted distal to the implant. Additional stents were implanted to treat the dissection and the patient was hospitalized. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Dissection, as listed in the xience v instructions for use (IFU) is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality issue. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other)." A conclusive root cause cannot be determined.